Event description:
It was reported that there was 30ml of hydromorphone left in the syringe even though the patient controlled analgesia (pca) pump module alarmed for near end of infusion on (B)(6) 2026, at approximately 09:30. On (B)(6) 2026 at 10:20, a new syringe containing hydromorphone 120mg/30 ml (4mg/ml) was initiated, replacing the prior 30mg/30ml concentration. The pca was programmed for a continuous infusion of 1mg/hr (0.25ml/hr) with a 1mg (0.25ml) bolus dose. During the (B)(6) 2026 0700 shift change, a bedside handoff was completed, the pca was scanned, five medication rights verified, and shift history reviewed and cleared. At approximately 09:20¿09:28, the pca alarmed ¿near end of infusion.¿ although the device displayed approximately 3 ml remaining, the nurse reported visibly more volume in the syringe. After clamping the pca and removing the syringe, the nurse observed that the syringe still contained 30 ml. Ikp log data showed a volume to be infused remaining of 2.5447ml at 09:28:18. The logs also indicate that a syringe was inserted at 09:34:49 on (B)(6) 2026. The syringe was identified as a bd 50 ml syringe. Per clinical engineering findings: rate testing was performed at 1.5 ml/hr. Tubing was found to contain a significant amount of air bubbles. After opening the tubing, the infusion ran without issue, and the device performed as intended. This was reported to bd representatives during site visit. There was patient involvement, but the outcome is unknown. Although requested, further information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.